Event description:
A physician questioned a pt's aeroset analyzer assay results. The physician's concern arose after having another sample drawn on the pt with test results not correlating with the initial results. The initial sample was retrieved by the lab from storage and retested with results not correlating with the initial results. The customer claims that the aeroset analyzer aspirated from the same sample tube 5 times and assigned subsequent results to 5 different sample (identification) reports. The results were reported from the lab. There is no impact to pt management reported.